Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that left ventricular capture management feature has not measured in the last two weeks. The atrial sensitivity was changed due to undersensing. The device remains in use. No patient complications have been reported as a result of this event.